Event description:
Ous MDR - it was reported that the lead was explanted 115 months after the implantation due to oversensing on the right ventricular and left ventricular channels, which became apparent via home monitoring. No adverse patient side effects have been reported. No event date provided.

Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approx. 21.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis. In between an approx. 3.5 cm segment of the lead body was missing. The visual inspection showed multiple abrasion marks along the lead fragments. Particularly between 10 cm and 7.5 cm proximal to the lead tip the insulation was rubbed through which can be considered as the root cause of the reported oversensing. The characteristics of the damage indicate that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Based on the provided x-ray image as well as the synchronous artefacts on the rv and lv channels an interaction with the lv lead is likely.